Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to verify or duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. It was confirmed by the customer that the batteries installed during physio-control¿s testing of the device were the same batteries used during the reported event. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during a patient event. Each time the device was powered back on by the customer, but would immediately shut down. The device was used only for monitoring the patient. The crew indicated that the batteries installed in the device during the event were fully charged. This issue is patient related; however there was no adverse patient outcome.